Manufacturer narrative:
The pt's age was requested, but to date has not been provided. The date of the event was requested, but to date has not been provided, therefore, an approximate month and year were noted. The investigation is currently in progress. A f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
It was reported to arthrocare on (B)(6) 2011 that a pt underwent a procedure, using an opus smartstitch m-connector. Allegedly, the m-connector broke completely in half during the surgery. The surgery was delayed by more than 30 minutes. The physician reverted to a mini open to complete the surgery. No adverse reactions to the pt and no pt injury was reported.